Manufacturer narrative:
The device was received 7/10/23 for evaluation as well as a photo showing a particulate in the chamber of the cassette. The set was flushed and collected using a filtration system. Closer examination of the particulate had a reddish tint and uneven surface typical of clotted blood. The set was tested per product specifications. There was no leakage. The reported complaint can be confirmed. The particulate was typical of clotted blood. It is unknown where, when, or how the particulate got into the system. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set which the customer reported to have a black spot inside inside tubing which was noticed when priming the drip set with blincyto infusion solution. There was no patient involvement, and no harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.